Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy electrode. Patient reported having an allergic reaction to lasik while in the hospital causing irritation. Area described as red, couple itches long, moist, discharge. While in hospital doctor used dry incer and telk (odorless powder and dry cloth) nyamyc - topical use. Patient also reported having an incision unrelated to the lifevest and medical professionals covered it with a medical bandage so that the garment does not rub against the incision. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation has improved.